Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan's (lfs) affiliate animas and the call was forwarded to lfs. The patient's mother was alleging that her son's onetouch ping meter was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the patient's mother by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue began. According to the csr's documentation, the patient reportedly was in the hospital (reason unknown) on the 13th (month and year not specified). The patient reportedly obtained blood glucose readings of "81mg/dl" with the subject meter and "67mg/dl" with the doctor's meter. It is not known how much time elapsed between the two readings, however, if the results were taken within 30 minutes from each other based on statistical mythology, the calculated differences of these glucose results does not exceed the expected value of <=30 mg/dl. The patient's testing frequency is not known and it is unclear if the patient suffers from other health conditions. The patient's diabetes management is also not specified and it is not known what action the patient, the patient's mother, or health care professional (hcp) took in response to the reported meter issue. According to the csr's documentation, at an unspecified date/time later, the patient's mother claims the patient developed "a seizure due to a low blood glucose reading." It is not clear if the patient's reported symptom occurred while already under the care of health care professionals (hcp) at the hospital. Prior to the onset of his symptom, it is not clear what the patient's blood glucose result was with the subject meter and what action the patient and/or patient's mother did in response to the reading. It is not specified what medical intervention/treatment the patient received after the alleged issue occurred. The csr was unable to verify if the patient was using the proper testing technique, it is not known if the subject meter was set to the correct unit of measure setting (mg/dl), and it is unclear if the patient's blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's mother claimed that her son developed a symptom suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.